Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Additional information received indicating that the suspected cause for high thresholds was not fully known. The physician initially thought that the lead had perforated, but no evidence of perforation was noted upon extraction. The behavior was attributed to the leads' positioning. In addition, hospital currently has possession of the ra lead and will be sent back. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which this right atrial (ra) lead had passed electrical testing. Further, it was noted on visual observation that there were blood or body fluid in the insulation, helix housing and in neck region. Tissue was also noted entwined in the helix. There was also a cut noted in the insulation.